Event description:
It was reported to philips that the system displayed the message: "image disk free space low, image disk full" and exposure was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnosis procedure, the procedure was aborted and was later completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed image disk full, low disk space error message and the exposure was not possible. The fse cleaned the hard disk and downloaded operating system software and applications to resolve the issue. The issue subsequently recurred. The fse again inspected the system and found that the ippc (image processing pc) bios (built in operating software) battery was defective and this was the cause of the issue. The fse replaced the battery, reloaded the ippc software, and recreated image store. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.